Event description:
I had my realize lapband removed on (B)(6) 2017 after several years of pain, food getting stuck, vomiting, discomfort when I slept, etc. My surgeon said he found lots of scar tissue around the band and also near the middle of my stomach. He removed most of it but had to leave some in that wasn't accessible through laparoscopic surgery.